Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic after receiving vibratory patient notification alert, high out of range hv lead impedance was observed. It was noted that the patient's svc-can vector has been trending high since implant. It was discussed that the pocket conditions could be a possible cause for the high measurements. There was not much difference in impedance measurements when the pressure was applied to the pocket. Physician decided to monitor the lead for now. Patient¿s condition was stable and normal.